Event description:
On (B)(6) 2019, a reporter on behalf of the lay user/patient contacted lifescan (B)(4), alleging that the patient¿s onetouch ultra2 meter was displaying an error message and was reading inaccurately. This complaint was classified based on customer service representative (csr) documentation. The reporter claimed that the alleged issues began on (B)(6) 2019 and alleged that the meter would display an ¿error 1¿ message and give normal readings when the patient felt like their blood glucose was high. Meter to feelings comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter informed the csr that the patient manages their diabetes with a self-adjusted dose of insulin (type unspecified) and it was not reported if the patient made any changes to their usual diabetes management routine in response to the alleged issues with the subject meter. It was reported that the next day (B)(6) 2019 at an unspecified time the patient developed a symptom of ¿fainted¿ and was taken to hospital, but the reporter claimed the patient did not received any treatment due to the alleged issues. During troubleshooting, the csr confirmed that the subject meter was not being used for the first time and that the meter was set to the correct unit of measure. However, the csr noted that the patient was using test strips that had expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged issue with the subject meter began.